Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value of 420mg/dl, an unexpected restart and post-reset ram crc alarm. Customer stated that they were unable to clear the alarms. Customer was able to rewind the pump. Customer stated that the alarm occurred immediately after a battery change. Insulin pump will not be returned for analysis.